Event description:
It has been reported to philips that the system did not power on successfully. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system was not starting due to defect of power supply and high-pressure board. The customer has communicated that they replaced the power supply and mainboard of the system. Since the customer elected to repair the device by themseleves, philips has not been able to confirm any further information about the replaced parts. The issue has been resolved by the customer and system is in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system was not starting due to defect of power supply and high-pressure board. The customer has communicated that they replaced the power supply and mainboard of the system. Since the customer elected to repair the device by themseleves, philips has not been able to confirm any further information about the replaced parts. The issue has been resolved by the customer and system is in good working order. The codes were updated based on the investigation outcome. The 510k, catalog item identifier, product UDI, manufacture date, reporting address line 1 and the reporting address city have been updated.